Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 91 mg/dl/65 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Two meters were reported to have been in use when the reported comparisons were obtained. Caller did not specify which meter produced which result.